Event description:
Caller reported an alarm 2 followed by alarm 26, leading to a high blood glucose reading, though the specific value was unknown. Customer took corrective action by administering a correction injection via multiple daily injections. Despite experiencing frequent occlusion issues, caller resolved the problem by changing the infusion set and cartridge without requiring third-party assistance and declined additional support, prompting the case to be closed by cts.